Manufacturer narrative:
H3, h6: a software analysis was initiated. Based on the information provided, software seemed to be working as designed. The analyst reviewed the case and observed that except for the registration probe, all the other instruments were giving an error in registration page and the user navigated to navigation task and mentioned that all instruments were able to be navigated. Only the registration probe can be used for registration. By observing this, it was an user error. Codes b01, c19, and d14 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, version #: 2.1.0. H3, h6: no products have been evaluated by medtronic personnel. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used pre-operatively during a functional endoscopic sinus surgery (fess) procedure. It was reported that the site was able to successfully register the patient with the registration probe and switched it out for a curved suction instrument, and said they were no longer able to navigate. There was an error on screen that stated, "instrument cannot be able to be used in navigation.". This would occur for every instrument they tried except the registration probe. Technical services asked if they were still on the registration page. The site moved to the navigation page and then all instruments were able to be navigated - issue resolved on call. There was no surgical delay and no impact on patient outcome.